Event description:
The customer reported a ventilator gave a 1203 error code indicating an alarm message: low leak ¿ co2 rebreathing risk. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and an international philips field service engineer (fse). The customer confirmed the reported issue. The rse reported that the device was out of warranty and the customer refused service by the manufacturer; philips. No other anomalies were reported. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Reporter phone number: (B)(6).